Event description:
A minimum fill notification was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer was attempting to load a new cartridge and, after doing so, was able to resume insulin delivery without needing further assistance.